Event description:
Patient was revised to address pain.

Manufacturer narrative:
The devise associated with this report was not returned. Review of the devise history records and or a complaint database search was not possible as the product and lot code required was unavailable. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Repeated attempts to obtain the complaint samples proved unsuccessful. It was noted that the product catalogue number, batch and lot numbers are not available as the primary hip was performed approximately 18 years ago. Explants were discarded. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.